Event description:
The customer contact reported while operating on ac power, the device shut off twice during delivery. The device was returned to the biomedical department with an unsigned note stating the device shut off twice during infusion even though it was plugged in. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, the customer declined to provide additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.